Event description:
The customer reported that during a procedure, the system's cine drive locked up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was replaced and formatted. The system was tested and found to be working as intended and put back into service.